Event description:
It was found that the cot retaining post on the kickstand assembly was loose. This could potentially cause unintended motion in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.